Event description:
On (B)(6) 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The pt reported that the alleged power issue began on the afternoon of (B)(6) 2009. As a result of the alleged issue, the pt claimed, he took an increased dose of insulin (6.5 units); however, denied developing symptoms. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter powered on manually, but would not power on when a test strip was inserted. The cca confirmed the pt was using the correct test strips and were in good condition. Replacement products were sent to the pt. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.